Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device displayed an inaccurate ultrafiltration (uf) value at the end of peritoneal dialysis therapy. The customer reported that the device reported less than the actual volume drained when the drain volume was measured manually. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. A device history review revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the reported issue could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted.